Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified, however, upon checking the area around the fracture, deformation and cracks were found. Furthermore, when the fracture surface was examined, it appeared to have been broken by the application of external force, which suggests that stress on the brush part may have led to the break. As the brush part is no longer available, the root cause could not be identified, but as the device as a whole has lost its stiffness, it is possible that the damage was caused by continuous application of external force during normal use. A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): chapter 3 cleaning, disinfection, and sterilization procedures brushing the forceps and suction channels warn the channel cleaning brush is a consumable item. Repeated use may cause the brush to bend or buckle, leading to damage and causing the brush to come off the shaft. Before and after use, be sure to check that the brush part is not damaged. If the brush part comes off after brushing the endoscope channel, use a new brush or forceps to check whether the brush part remains in the channel. If you perform endoscopic examination with the brush part left in the channel, it may fall off into the body cavity during the examination. Depending on where it remains, it may not be possible to find it even if you insert a new brush or forceps. If you are unable to find or retrieve the brush, please contact the endoscope customer service center, a service center designated by our company, or our branch or sales office. Olympus will continue to monitor the field performance of this device.

Event description:
The procedure was completed with the same device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the channel cleaning brush exhibited the tip of the bw-20t brush had fallen off and is missing. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.